Manufacturer narrative:
Mfg dates: monitor 02/25/2014. Belt 04/03/2014. Device evaluation of monitor sn (B)(4) has been completed. The reported problem (won't power up) was not confirmed. Upon investigation the was able to power on, but the rear response button was non-functional. The cause for the failure was contamination on the response button connector. The root cause for the contamination was ingress of an unknown liquid. Lifevest patient training materials have been updated as a reminder not to expose the lifevest electronic components to liquids. Electrode belt sn (B)(4) has been returned and evaluated at the distributor. Upon investigation the electrode belt ECG "c" and "d" cable was severed. The root cause for the severed trunk cable was physical abuse. No adverse event resulted from the defective monitor or electrode belt.

Event description:
A us distributor reported that a patient's monitor was unable to power on.